Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip tip. The instrument was also found to have the molded insulator dislodged. As a result of the severely bent grips, the instrument molded insulator was found to be partially detached from the grip base. No pieces were missing. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips and the dislodged molded insulator are attributed to damage during use.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument tip was not meeting correctly. The procedure was completed with no reported patient injury.